Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: transseptal needle product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with affera.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, bleeding occurred at the right femoral arterial puncture site (ultrasound-guided and closed with an 8-shaped suture) during the procedure, followed by development of a right femoral artery pseudoaneurysm with an arterial leak feeding a hematoma and an active arterial fistula. Hemoglobin was reported as low with values of 104 grams/liter (g/l), 107 g/l, 115 g/l, and 111 g/l. Doppler ultrasound/ultrasound evaluations identified persistence of an arterial leak feeding a hematoma and later an active arterial fistula with decision-making for vascular surgery. A compression dressing was applied. The hospitalization was prolonged. Vascular surgery was performed to repair a post-traumatic right femoral pseudoaneurysm. The event was assessed by the investigator and sponsor as related to the index procedure and not related to the catheter or transseptal puncture.the outcome of this case is unknown. No further patient complications have been reported as a result of this event.